Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of perforation is listed in the xience alpine (pro-a) everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, the patient presented with unstable angina. A 4.0x28mm xience proa stent (1128400-28 8022341) was implanted in the proximal left anterior descending (lad) coronary artery lesion without a device issue. Following, a perforation occurred. Dilatation was performed and a 4.0x33mm xience pro stent (1128400-33 8011941) was implanted. Two covered, non-abbott stents (papyrus, biotronik) were implanted, sealing the perforation. The event resolved without sequela. Post-procedure, timi flow 3 with 0% residual stenosis was observed. No additional information was provided regarding this issue.